Event description:
It was reported that, "loose tibial component."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. The pt decided to keep the device. The catalog number and lot code for the reported device was not provided either. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.